Event description:
It was reported that during the implant attempt, the patient experienced diaphragmatic stimulation while attempting to place the left ventricular (lv) lead. Additionally, the physician was unable to place the lead in the intended position. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).